Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has an error code (1124) battery failed. The customer reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery was alarming when it was on mains: battery failed error message. The customer tested with known working battery and device works correctly. The customer cannot confirm if the battery has been left on charge while device was not in use. The rse provided part ID for a replacement battery.